Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific value was not provided. A manual insulin injection was administered to address bg level. Multiple follow-up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.